Event description:
A (B)(6) underwent surgery for metopic synostosis. During the procedure, a 6 french silicon rusch foley catheter was inserted. Once inserted, the operating room nurse inflated the balloon with 1.5ml of sterile water with clear yellow urine return. Foley in place and secured to leg. Post procedure, during foley catheter assessment by nurse, catheter was found to be out of urethra. Balloon broken, but end of foley intact. Urine found in diaper no blood noted. Injury unk.